Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample was returned. The sample microcuff tube was received with a white stylet fully inserted into the tube. The stylet was carefully extracted. The interior of the tube was viewed from the distal end. There is a clear substance visible inside the tube, creating a partial occlusion. This was viewed under the microscope. The substance appears as a clear, thin film. It is located on the interior of the tube at approximately the proximal cuff location. The clear substance was extracted and submitted for further evaluation and analysis. The investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "an anesthesiologist at (B)(6) center states he intubated a child for an adenoidectomy with a microcuff. The intubation was uneventful, but when he connected the patient to the ventilator, the ventilator was unable to move any air at all. The patient began to desaturate. He disconnected the patient from the ventilator and manually bagged the patient and tried to use the ventilator again. He states there was no air movement once again and the patient began to desaturate a second time. The patient was extubated and reintubated with another microcuff, which functioned properly. The rest of the procedure was uneventful, there was no injury to the child. A nurse took the tube and noticed a very hard to see 'tiny plastic septum,' totally occluding the tube. She then inserted a stylet down the tube and discovered that the disc type of material disintegrated into bits of plastic." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).